Manufacturer narrative:
(B)(4). An accutrac 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with minor degradation. There were no signs of damage or other imperfections along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible; as a result, effective transmission was not measured. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an accutrac 200 laser fiber was used in the ureter during a ureteroscopy with lithotripsy procedure performed on (B)(6) 2016. Reportedly, the laser unit used was a 20watt holmium with settings of 0.8 joules and 15 hertz. According to the complainant, during the procedure, the laser fiber burned back very quickly. The procedure was completed with another accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within connector.